Event description:
During catheter insertion, it was noted that the retention balloon integrity had failed and the catheter was immediately expelled. Upon visual inspection of the catheter, it was noted that a segment of the tip of the catheter above the balloon was missing, not just broken. Reason for use: performing exploration of prior cervical fusion c4-5.